Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a procedure using an intellanav stablepoint open-irrigated catheter the patient experienced an embolic stroke. The patient was admitted on (B)(6) 2022 and reported experiencing double vision. An MRI and CT were performed and showed no hemorrhage and no acute abnormalities. The patient was diagnosed with a small embolic stroke. No interventions were performed and the patient was discharged on (B)(6) 2022. The device is not expected to be returned as the complication occurred after the procedure and the device would have been disposed of.